Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
During implantation surgery the user produced an auditory response when the device was stimulated. However, this auditory response was subsequently lost and x-ray imaging then confirmed that the electrode array had migrated out of the cochlea. No device deficiency is alleged.

Event description:
During implantation surgery the recipient had auditory response when the device was stimulated. However, the auditory response was lost shortly after implantation and x-ray imaging then confirmed that the electrode array had migrated out of the cochlea. No accident, trauma, redness or swelling around the implant site were reported. The recipient does not have any cochlear abnormalities. The recipient was reimplanted.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the active electrode migrated out of the cochlea post-operatively. As per internal registration card, a complete insertion was achieved at initial implantation. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.